Event description:
A proglide device was received with an unknown device failure. No information regarding this incident was provided. The method to achieving hemostasis was not specified. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no device issue and associated patient effects reported. However, the device analysis suggested that the posterior foot was broken while retracting the device to position the foot against the arterial wall. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-confirming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.